Event description:
It was reported that after an unspecified procedure, arteriotomy closure was attempted of the right superficial femoral artery using two starclose se devices. Reportedly, the clip and device became stuck in the patient. Manual arterial compression was applied to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). Indication for use removed (additional information received indicated that the device were used in the common femoral artery not the right superficial femoral artery as initially reported.) Evaluation summary: (B)(4). Failure to follow steps - a femoral angiogram was reportedly not performed prior to use of the device. The starclose se instructions for use state under closure procedure to perform a femoral angiogram through the side port of the procedural sheath to determine the location of the arteriotomy site, the vessel size, and the presence of disease (calcified plaque, stenosis, chronic or acute occlusion), tortuosity, or presence of arterial wall dissection. In addition, resistance was reportedly encountered during deployment of thumb advancer/exchange sheath splitting and the operator did not use the safety release to manually collapse the locator wings to remove the device when the thumb advancer/exchange sheath splitting could not be completed. The starclose se instructions for use state under closure procedure to remove the device when excessive resistance is met during thumb advancer deployment by manually collapsing the locator wings and remove the device following the steps below. Retract the thumb advancer as far proximal as possible until resistance is felt. This is to decrease any interaction between the clip delivery tube and the flex-guide. Slide the safety release to collapse the locator wings. The locator wings are fully collapsed when the number two on the plunger exits the number window completely. Place the left hand on the puncture site in the palm-down position with the clip delivery tube extending up between the index and middle finger. Provide counter-traction with the left hand on the body of the patient, and assertively pull the device out with the right hand. The device was returned for evaluation. The reported excessive resistance met during thumb advancer/exchange sheath splitting resulting in deployment not being completed and the device becoming stuck during removal was not confirmed as analysis of the device revealed the thumb advancer was fully forward, the exchange sheath was fully split, and the vessel locator wings were collapsed. Further clarification from the customer indicated that device deployment was completed after the device was removed from the patient anatomy. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency. In addition, the customer returned twenty-eight unused, sterile starclose se devices for evaluation with the same part (14679-02) and lot number (20409k1), as the complaint device. The devices deployed the clip as intended. There was no anomaly during the deployment. There was no product deficiency observed in the returned devices. The analysis of the devices could not confirm the reported experience in case one. Based on the visual inspection and functional testing of a sample of the returned devices, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Device (B)(4) - indication for use. Reportedly, arteriotomy closure was attempted of the right superficial femoral artery. The starclose se vascular closure system in indicated for percutaneous closure of common femoral artery access sites while reducing times to hemostasis , ambulation, and dischargeability in patient who have undergone diagnostic endovascular and interventional catheterization procedures utilizing a 5f or 6f procedural sheath. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The other starclose se device, is being filed under a separate medwatch manufacturer report number.

Event description:
Subsequent to the initial medwatch the following additional and clarifying information was received: although initially reported that two starclose se devices were used in one patient, one of the two starclose se devices initially referenced was used on different patient on the same day (B)(6) 2012. In this patient, one starclose se device was used for attempted arteriotomy closure of the common femoral artery after a diagnostic coronary angiogram. Before the device was inserted into the vessel, a femoral angiogram was not performed. Reportedly, although resistance was not felt during plunger deployment, excessive resistance was felt while advancing the thumb advancer and the exchange sheath splitter had difficulties splitting the exchange sheath properly. Advancement of the thumb advancer was stopped and the device was removed from the vessel without use of the safety release. Manual arterial compression was applied to achieve hemostasis. No additional information was provided.